Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed the issue reported by the customer, the device did not display the correct values. The non-invasive blood pressure (nbp) pump will be replaced to resolve the issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump. The nbp pump was replaced. The device was operational after repairs were completed and the device will be returned to the customer.

Event description:
It was reported that the device is providing a diastolic value that is too high. The device was in use on a patient at the time of the event. There was no adverse event reported.